Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, the tubing of the device was extruded. The patient experienced an infection and erosion. The device was explanted and replaced with a malleable device. No other adverse patient effects were reported.

Manufacturer narrative:
A titan pump, two cylinders and reservoir received. Because examination of the returned components may not conclusively confirm or disprove the report of infection, extrusion or erosion, quality accepts the physician's observations of such as the reason for surgical intervention. The review of the device lot history record indicates this lot was processed through the validated sterilization cycle. Therefore, it was concluded the infection originated from source(s) other than the device. The lot number, item number, and catalogue number have been corrected in this report.